Event description:
The customer complained of experiencing low blood glucose. The customer's blood glucose reading at the time of the report was 277 mg/dl. Troubleshooting was performed and found that the insulin pump was not reading the reservoir volume correctly. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind and failed the displacement test due to the motor encoder being out of phase.